Event description:
In 2003 the account received a platelet result of 141,000/ul from the cd3500sl which they reported. The pt was sent home. The account reviewed the slide for the differential and found the platelet count to be 8,000/ul. The sample was repeated and confirmed the manual slide results. The pt was called back to the facility and was given a platelet transfusion. There was a 3.5 hour delay in the transfusion due to the incorrectly reported result.